Event description:
It was reported that after an magnetic resonance imaging (MRI) scan, the device was unable to be interrogated via bluetooth low energy (ble) telemetry. The MRI settings were reported as enabled prior to the MRI scan. Abbott technical services was contacted and the device was reprogrammed to re-enable ble telemetry. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of ble was confirmed. The information received was reviewed by engineering and it was determined that the device had entered ble lockout due to abnormal usage. The abnormal usage was triggered due to multiple failed connection attempts. This behavior is per design specification as a part of a cybersecurity feature.